Event description:
Stated that last year at time of use of an accusure syringe, the needle became detached and has lodged inside her stomach. She contacted her physician at the time of the incident. She has had medical procedures that have been cancelled due to this.